Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for shape presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an lar procedure the device fired but did not staple. During the anastomosis it cut through the rectum and did not staple. They mobilized further down the rectum and used a second device to complete the procedure. There was no pt consequence.